Manufacturer narrative:
(B)(4).

Event description:
It was reported that when filling the filter of a level 1® hotline® fluid warming l-10 gas vent with medical fluid at a pre-use check, the fluid leaked from it. No patient injury.

Manufacturer narrative:
Device evaluation: one gas vent sample was received in used condition without its original packaging. The sample was visually inspected and no discrepancies were found. Next, the returned sample was tested with water using a syringe in order to detect any leakage on the product and a leak was detected in the filter. To further investigate the issue, the device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Production also performs a 100 % in process visual inspection, in order to verify for cracks and 100% pressure test the units to detect leaks. Based on the evidence and testing, the complaint was confirmed. The event problem source was noted to be the supplier.